Event description:
It was reported by the sales rep the device was used during a sigmoid resection. It was reported the device was stapled across the colon and the device fired but failed to adequately seal the bowel. The bowel was oversewn to complete the case without incident to the pt. There was no consequence.